Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their device has lost connection with the transmitter. Report does not state whether the reservoir is able to lock into place or not. The customer¿s blood glucose level at the time of the incident is 402 mg/dl. No further details or information available. The device will be returned for analysis.

Manufacturer narrative:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2018.